Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Postoperative diagnosis was ventral incisional hernia. The procedure performed was laparoscopic ventral incisional hernia repair with mesh. In (B)(6) 2016 - the patient underwent a surgical revision for open rives-stoppa retrorectus repair with mesh and right-sided transversus abdominis release component separation. The post-op diagnosis was multiple recurrent incisional hernias. The patient experienced surgical revision, recurrence, pain, and bleeding.